Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended even though pump was operating within expected altitude range and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer followed guidance to clean speaker holes, remove and reconnect cartridge. After which insulin delivery successfully resumed without alarm recurrence, pump returned to normal operation.